Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis pt called into her clinic on (B)(6), 2011 stating that she has been trying to drain/fill for almost two hours and is unable to move any fluid. The pt was given instructions to squeeze the manual bag or change to a new capd bag. The pt stated she had already tried this. She was given instructions to come into the clinic as soon as possible. The pt presented to the clinic, the rn connected the pt to the capd bag and was unable to fill or drain. She then connected a 60cc syringe to the adapter and attempted to aspirate/flush sterile dialysate into the transfer set without success. The transfer set was changed using sterile technique. The pt was then connected to capd exchange and 3700cc's of effluent was drained. Pt then filled with good flow noted. It was then noted that the tip of the pin had broken off and lodged blocking the end of the transfer set. Pt was administered IV venofer and was discharged to home to continue capd until it was time to connect to the liberty cycler at bedtime. A call was placed to the pt the following morning and she reported she was now near her edw and voiced not further complaints at this time.